Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The result of the investigation is inconclusive for the reported failure to cut issue. A functional examination could not be carried out due to the condition of the returned device. The electrode was returned broken within its housing. There was blood observed around the electrode. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 08/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after three attempts to create an ulnar-ulnar fistula, the venous catheter allegedly failed to create the fistula and there was arm flexion during activation. Therefore, the catheters were removed from the patient without incident. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that after three attempts to create an ulnar-ulnar fistula, the venous catheter allegedly failed to create the fistula and there was arm flexion during activation. Therefore, the catheters were removed from the patient without incident. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).